Event description:
The customer reported that during a radical cystectomy, the device failed to seal vessels although an end tone, indicating a completed seal cycle, was heard. This occurred during fusion and dissection of the small bowel mesentery and mesenteric vessels. The bleeding vessels were re-grasped and re-sealed. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for investigation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.